Event description:
As reported, during unknown procedures over the past few weeks, twenty-to-thirty unspecified 6f flexor balkin guiding sheaths have been difficult to push forward/advance and sometimes the tip would bend and become ¿partially cut.¿ the sheaths were changed to another type of flexor sheath. A section of the device did not remain inside any patient¿s body. The patients did not require any additional procedures or experience any adverse effects due to the events.

Manufacturer narrative:
D4: based on the device description, possible model/catalog numbers are: g10406 kcfw-6.0-35-40-rb-blkn. G10383 kcfw-6.0-38-40-rb-blkn. G32224 kcfw-6.0-38-40-rb-blkn-hc. E1: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during unknown procedures over the past few weeks, twenty-to-thirty unspecified 6f flexor balkin guiding sheaths have been difficult to push forward/advance and sometimes the tip would bend and become ¿partially cut.¿ the sheaths were changed to another type of flexor sheath. A section of the device did not remain inside any patient¿s body. The patients did not require any additional procedures or experience any adverse effects due to the events. Corrected information: h6 (annex a), d4. D4: based on the device description and search of sales to the customer, the possible rpns are kcfw-6.0-38-40-rb-blkn or kcfw-6.0-38-40-rb-blkn-hc. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint devices were not returned to cook for investigation. The customer did not provide the lot number to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU warns "if resistance is encountered during sheath advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to the event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.